Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user recently reconnected to the ilet after medical rehabilitation and experienced persistent hyperglycemia with a highest reported blood glucose of 325 mg/dl despite prior supply changes; the user then performed another infusion set change to a different site and resumed insulin delivery, and the ilet provided high glucose alerts. Symptoms included no reported physical complaints aside from feeling fine. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with guidance to change the infusion site and monitor for glucose trend improvement. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a potential infusion site issue considered; no device or component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.